Event description:
It was reported that the patient had a surgical procedure to explant an ambicor penile prosthesis (app) due to the patient experiencing pain on the lower shaft of the penis when the app was inflated. An inflatable penile prosthesis (ipp) was implanted.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ambicor penile prosthesis procedures and is noted as such in the device instructions for use. Device history record (DHR): review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to explant an ambicor penile prosthesis (app) due to the patient experiencing pain on the lower shaft of the penis when the app was inflated. An inflatable penile prosthesis (ipp) was implanted.